Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds and cardiac ultrasound confirmed cardiac perforation on the atrial (ra) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: for b5 and h6 missing the pneumothorax coding.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds and cardiac ultrasound confirmed cardiac perforation and pneumothorax due to the atrial (ra) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.